Event description:
It was reported that during an open heart procedure the blade came out of the handpiece, and cut the ventricle. The surgeon sutured the laceration and a blood transfusion was done. The open heart procedure was able to be completed, and the pt has since been discharged with no additional complications reported at this time.

Manufacturer narrative:
The handpiece was received at the MFR for investigation. The handpiece passed the quality inspection procedure according to specification and the alleged complaint of the blade coming out could not be duplicated even with highly aggressive cut testing. Based on the investigation results there is no indication that the handpiece malfunctioned when the blade was inserted properly.